Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient stating that the infusion set site and tubing had disconnected from the taped part of the infusion site. The patient stated that she had looked down and noticed that the site had become disconnected from her body, with the tubing still attached, and that the tape that holds the site in was still on her body. Blood glucose levels were not affected. No product damage was noticed when it was initially opened. The patient changed out the site and attached the tubing that had been attached to the pump.